Event description:
It was reported that several vt were detected. Insulation damage was observed. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.